Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The reported event of ineffective stimulation was confirmed. The lead was received complete but cut. The lead was cut during the explant procedure. The terminal end lead body for channels 1-8 was pulled out from the stimulation end (paddle). The lead segments were twisted in a corkscrew fashion consistent with being twiddled while in vivo. X-ray analysis of the lead revealed multiple broken lead wires that is consistent with an overstress condition while in-vivo. The patient¿s eterna ipg diagnostics logs were reviewed and confirmed the ineffective stimulation. The daily system impedance logging revealed high impedances on electrodes 1-9 and 13-16. Impedance logging values for electrodes 10, 11, and 12 measured normal. D9 - device available for evaluation? Should have been 'yes'.